Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned severed approximately 37cm from the tip end with only the distal segment was returned. Resistance and pressure tests were completed to assess electrode segment's electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. As a result, the inappropriate shock, noisy signals and oversensing allegations were not confirmed. The connection issue allegation could not be confirmed as the terminal section of the electrode was not returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks due to oversensing of non-physiological noise in the primary sensing vector. The patient was hospitalized and the device deactivated pending technical services (ts) review. Ts reviewed the device data and suspects lead mechanical issue or connection issue. Ts recommended further testing and system revision with verification of the signal amplitudes with the automatic screening tool before the procedure. New information received indicates that the system was explanted and not reimplanted per patient request.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks due to oversensing of non-physiological noise in the primary sensing vector. The patient was hospitalized and the device deactivated pending technical services (ts) review. Ts reviewed the device data and suspects lead mechanical issue or connection issue. Ts recommended further testing and system revision with verification of the signal amplitudes with the automatic screening tool before the procedure. New information received indicates that the system was explanted and not reimplanted per patient request.